Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a pediatric patient underwent an unknown surgery, on (B)(6) 2019 and a reservoir was used. The reservoir could not be locked during use in the ward. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.